Event description:
It was reported that an unknown shaver handpiece ran without user activation. There were no patient or user injuries and no adverse consequences reported. Attempts to obtain additional information from the user facility, however, they were not successful.

Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that an unknown shaver handpiece ran without user activation. There were no patient or user injuries and no adverse consequences reported. Attempts to obtain additional information from the user facility, however, they were not successful.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.